Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the resistance between swg and ars, the swg was found kinked during used on the same patient." No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number 3006425876-2024-00191 and 3006425876-2024-00201.

Event description:
It was reported "the doctor found the resistance between swg and ars, the swg was found kinked during used on the same patient." No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number 3006425876-2024-00191 and 3006425876-2024-00201.

Manufacturer narrative:
(B)(4) the customer returned multiple components of a hemodialysis kit, including one guide wire assembly, arrow raulerson syringe (ars), introducer needle and catheter for analysis. The guide wire was returned partially advanced through the ars. Signs of use in the form of biological material were observed on the guide wire. The guide wire was removed from the ars to further analyze the components. Visual analysis revealed that the guide wire contained multiple kinks towards the distal end of the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the damage. The distal and proximal welds were full and spherical. No defects or anomalies were observed with the ars. The major kinks on the guide wire measured 509mm, 540mm, and 560mm from the proximal weld. The guide wire total length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.848mm, which is within the specification limits of 0.838- 0.877mm per the guide wire product drawing. The ars was attached to the returned 18ga introducer needle. The guide wire was then passed through the subassembly. Minor resistance was encountered due to the kinking; however, the guide wire was able to completely pass through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " the report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. Resistance was experienced during functional testing due to the kinking. Despite the damage, the guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the resistance between swg and ars, the swg was found kinked during used on the same patient." No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number 3006425876-2024-00191 and 3006425876-2024-00201.